Event description:
Dental implants contained undisclosed metals that resulted in immediate infectious response, destroying surrounding bone, despite antibiotics, necessitating removal 2 weeks post-op. Bone has never fully recovered. MFR claims the implants are made of 100% titanium. Metal testing following removal showed they contain other metals, including nickel, which were likely the cause of the catastrophic failure of both implants and massive destruction of bone. Such non-disclosure places implant pts at serious risk of profound harms, including infections and death. The damage the implants caused to my upper jawbone within days of implantation was so severe that it nearly created a channel into my sinus.